Event description:
On (B)(6) 2023, the patient's daughter called pharmavital to report the events experienced by her mother after hymovis injection. On (B)(6) 2023, an intraarticular injection of hymovis (batch number: unknown) was administered to an 80-year-old female patient to hip for osteoarthrosis. During the night (9-10 hours after the injection), the patient experienced right side pain that radiated to the left side (reaction as described by the patient "having swallow an iron bar"). The patient also started having difficulty in breathing (reaction as described by the patient "her organs were tearing apart"). Initially the patient stayed at home and did not go to the hospital for the fearing to contract any viral infection. On (B)(6) 2023, the complaints were so unbearable to force the patient going to hospital. At the emergency department she was diagnosed as having blood clot in her lungs.  As relevant medical history have been reported: osteoarthrosis (knee and hip osteoarthritis), clot blood (clots in her lungs about a year ago). As past medicinal product has been reported: xarelto (administered to treat clots blood in lungs the year before, xarelto was taken until two months ago). No further information is available.